Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, primary surgery was performed (B)(6) 2008. The patient felt pain in 2017 and the surgeon saw signs of loosening. So the surgeon performed revision surgery on (B)(6) 2017. The surgeon wants microport to take sem images on the following area. Articulation surfaces on cup and head, proximal neck taper, proximal and distal and anterior of distal neck taper. Medium activity level.